Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had a seizure lasting 5-10 minutes due to high bg levels and was taken to the hospital. Her parent assisted her and called for an ambulance. The patient was taken to the hospital by ambulance, treated with insulin, and was monitored with an electrocardiography (ECG). She was discharged four hours later. The parent could not provide cgm or bg values but stated that the bg levels were high and the cgm did not alarm. At the time of the report the patient was recovering at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.